Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The physician was attempting to treat a non-calcified lesion with a 3.5x12mm apex balloon catheter. The balloon ruptured below the rated burst pressure. The procedure was completed with a different device. There were no reported pt complications. Additional information was requested and is not available.